Event description:
The lay user / patient contacted lifescan (lfs) (B)(6) on (B)(6), 2012 alleging an unspecified error message. The customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following is classified based on the initial complaint. The patient does not recall the error message; however, mentioned that the error message occurred when she first started to use the meter which was approximately 5 months ago. The patient mentioned she had developed symptoms a couple of times due to the alleged issue; however, was unable to provide the exact date and time of the symptoms. She had developed symptoms of feeling sweaty, trembling and loss of consciousness. The patient denied receiving any medical treatment due to the alleged issue. While troubleshooting over the phone it was noted that the patient did not receive an error message when the test strip was inserted into the meter. No further clinical information was provided. It would have been helpful to know what error message the patient had obtained, last reading the patient had obtained on the meter, when the patient had developed symptoms and to confirm whether or not the patient received any medical treatment due to the alleged issue. The product was replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the error message, she was unable to test and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.